Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 10% or less of the stent was deployed when the device was taken out of the package.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, and the remainder of the device were checked for damage. It was noticed that the stent was partially deployed outside of the device approximately 4mm from the outer shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent deployment of stent occurred. A 6x60x130mm innova stent was selected for use to treat the lesion. However, during preparation, when the physician flushed the stent, the stent appeared to be partially deployed. The device was not used on the patient. The procedure was completed with a 6x40mm stent. No patient complications were reported.